Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of unsuccessful disc surgery. It was reported that the patient has had a few falls the past few years and stimulation no longer feels the same. The patient also developed pain on the left side, but stimulation was implanted for right side pain. The patient's system was replaces with a MRI-compatible system.